Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (7.5 mg/ml, 4.0001 mg/day) in an implantable pump for an unknown indication for use. The patient experienced increased pain, swelling, increased temperature, spasms, hypertension. The issue began on (B)(6) 2017. Several increases of morphine were made without relief (dates unknown). A single bolus was also performed without relief (unknown date). The patient was referred to a different hcp for investigation on (B)(6) 2017. The hcp reportedly could not withdraw anything from the catheter access port on (B)(6) 2017. There was no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced on (B)(6) 2017 (implanted in 2004, unknown month; catheter revision reported as planned on (B)(6) 2017). The catheter broke in several pieces when pulled by the surgeon during the replacement. The catheter would be returned to the manufacturer. The patient was prescribed statex for pain. It was unknown if the issue was resolved as of (B)(6) -2017. The status of the patient was stated to be alive and with no injury. The patient stilled experienced withdrawal symptoms of hypertension and increased pain. History: aorto-coronary bypass in 2012 concomitant medications: flexeril (10 mg/day), flomax (0.4 mg die), crestor (40 md die), tiazac (180 mg die), abenol (975 mg every 6 hours), gravol, senokot, and colace.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # (B)(4). Additional review showed the correct manufacturing site was site # (B)(4).

Event description:
Additional information received from a manufacturer representative indicated all pieces of the catheter were able to be removed during explant.

Manufacturer narrative:
The analysis found no significant anomalies. A slice cut through the lumen was found on the third segment (portion of catheter before pin connector; this portion was received in 3 segments). A leak was seen at the slice location during patency testing. It was unclear if the issue occur before or at explant. Foreign material was also seen at the segmented ends near the pin connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.